Event description:
Abbott molecular, inc. Received a complaint for probechek multivysion control slides (list (B)(4)) reporting two broken slides when the slide box was first opened. There was no report of injury. If this event were to recur, it is possible that a user could be cut by a broken slide and exposed to potentially infectious material. Therefore, recurrence of this issue could potentially cause or contribute to serious injury or death.

Manufacturer narrative:
A complaint investigation at abbott molecular is in progress for MDR 300524-2013-00014. An MDR follow-up report will be submitted when the complaint investigation concludes. Investigated w/o device returned.